Event description:
On (B)(6) 2013 the reporter contacted animas to report an issue with the pump combined bolus dose calculation and delivery. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/26/2013. Device evaluation:the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings:during investigation, a review of the pump history showed no activity related to the complaint. There was no data in black box from time of the reported issue due to continued use. During testing, a 50/50 2.5 unit combo bolus was performed; the pump gave 1.25 units initially and 1.25 units over the duration of the bolus. The history/settings issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.